Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a patient with this pacemaker exhibited episodes of oversensing of noise causing pacing inhibition for the patient. It was suspected that the patient's right ventricular (rv) lead had fractured thus causing the noise. Surgical intervention was performed and the physician viewed the rv lead under fluoroscopy and there was no apparent lead fracture. It was then decided to explant and replace the pacemaker as well as the rv lead. No adverse patient effects were reported. It was noted the patient had experienced syncope in the past but device interrogation showed no atrial or ventricular episodes and all lead measurements were noted to have been stable as well.

Manufacturer narrative:
The product has been received for analysis and analysis is ongoing. The report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this pacemaker exhibited episodes of oversensing of noise causing pacing inhibition for the patient. It was suspected that the patient's right ventricular (rv) lead had fractured thus causing the noise. Surgical intervention was performed and the physician viewed the rv lead under fluoroscopy and there was no apparent lead fracture. It was then decided to explant and replace the pacemaker as well as the rv lead. No adverse patient effects were reported. It was noted the patient had experienced syncope in the past but device interrogation showed no atrial or ventricular episodes and all lead measurements were noted to have been stable as well.